Event description:
In 2006 the lay user/patient contacted lifescan alleging that his one touch ultra was displaying the battery symbol. The patient last tested was 3 days earlier around 2pm while having symptoms (feeling hot and talking without making sense) but was not able to get a blood glucose result. At an unspecified date/time, the patient's blood glucose was tested on a hospital or lab and received treatment (food/drink) from a health care professional. The customer care advocate verified the following: the meter was not out of the box, the batter/battery contacts were in good condition, and the battery was correctly installed. The patient replaced the battery; however, the battery symbol still appeared. The medical affairs specialist sent a letter 4 days later since the patient cannot be reached by telephone. It would be helpful to know the following: when the issue started, if the patient stopped testing or used a backup meter, when the symptoms started, if the patient made any changes to her diabetes management because she was unable to test, and when she received medical attention.